Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(6) model: sc-2218-50 serial: (B)(6) batch: 7114536

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration that was confirmed via x-ray. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.